Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed approximately 3mm of tip has been broken off, consistent with interface during usage. The broken off portion of the tip was not returned for analysis. Tip fracture surface analysis is characterized as a fairly brittle fracture surface with evidence of circular material flow, consistent with torsional overload during usage. Dimensional inspection of the driver shaft confirms diameter and hex form conform to print specification. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-4-5-s1. It was reported that the tip of the screwdriver broke off inside the pedicle screw shaft during advancement of the screw. Attempts to retrieve the tip were unsuccessful as the metals were "cold welded" together. The procedure was finished with no complications. No patient complications were reported.